Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was main insulation tube damage. The main insulation tube exhibited wears marks with light material removal. The instrument's shaft felt rough. Additional observation not reported by the site was a broken pitch cable inside the housing. The broken pitch cable exhibited corrosion on the clamping pulley. Engineering concluded that damage was likely due to improper cleaning. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted broken wires on the cadiere forceps instrument. No patient harm, adverse outcome or injury was reported.